Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed and found that the inflation line was not assembled properly. This caused a restriction at the time of inflation or deflation. Inflation and deflation tests were performed by applying air to the cuff and found that the inflation and deflation were hard to complete. The device was then cut and no irregular cut in the pvt inflation line was observed. However, it was verified that the inflation line was obstructed with bonding agent. The manufacturing guidelines and controls were reviewed and updated to include the following: the bonding agent dispenser now has a calibrated system for application. This prevents an excessive amount of bonding agent from being applied into the inflation line.

Event description:
The customer reported that it was very difficult to inflate/deflate endotracheal tube cuff. It appeared there was some excessive resistance in the pilot line. They report that the syringe was not the problem. This issue was discovered during the check prior to intubation, so there was no patient involvement.

Manufacturer narrative:
(B)(4).